Manufacturer narrative:
(B)(4). Correction: lot number of second clip delivery system corrected from 21211u125 to 71207u116. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) in this incident appears to be related to the challenging patient anatomy (thick anterior, thin posterior, posterior lateral flailed chord segment). Additionally, reported poor image resolution is related to the degrading of the image and visualization limitations during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the following information was corrected: the lot number of second clip delivery system (cds) was 71207u116. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: steerable guide catheter. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system devices referenced is being filed under separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The anatomy was very challenging. The first clip delivery system (cds) (71211u125) was advanced to the mitral valve and the clip was implanted successfully. However, immediately the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip (71211u125) was implanted to stabilize the implanted clip, but detached from the anterior leaflet and remained attached to the posterior leaflet (slda), possibly due to the delivery catheter handle being pulled back too aggressively which leaflet damage occurred. A third clip (71211u124) was advanced to stabilize the slda clip, but grasping was difficult due to the anatomy and visualization. Several attempts were made but were unsuccessful. The clip was removed and the procedure was aborted. No additional clips were implanted. Mr reduced to 3. No additional information was provided.